Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with loss of capture on their left ventricular (lv) lead at max output. The patient was brought into the operating room and put under fluoroscopy where it was discovered that the lv lead had dislodged. Due to the patient anatomy, the physician elected to cap the lv lead on (B)(6) 2021. A replacement epicardial lead was implanted on (B)(6) 2021. Patient was stable post procedure.